Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient¿s condition affected effectiveness of device (anatomy related; small diameter aorta); evaluation, conclusion: known inherent risk of a procedure (occlusion), device failure related to patient condition (anatomy related; small diameter aorta).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 4.8cm infra renal abdominal aortic aneurysm. Vessel morphology was not reported; however, it was noted that the patient¿s distal aorta was small approximately 11mm in diameter. During the index procedure, the main body was compressed at the gate due to thrombus. The physician added two 14mm stents in the main body in order to restore flow in both limbs from across the proximal gate to 80mm distal. The distal compression was seen at the distal aorta. The contra limb was also noted as compressed. The procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.